Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that lactosorb plates and screws were implanted in a patient about 3 years ago. About a half a year ago, the patient visited a surgeon where it was found that "the patient is aseptic bone lysis and the implanted lactosorb fragments were still existing in the patient's cranial bone." The lactosorb fragments were removed from the patient.

Manufacturer narrative:
This is a resorb-able product; therefore, permanent impairment is not expected to occur from remaining implanted in the patient. Although no product was returned, a device evaluation was conducted. According to the evaluation, it is unclear how the fragments were identified as lactosorb, and no records or additional evidence could be found identifying these fragments as lactosorb products. For these reasons, the complaint could not be verified. Based on the device evaluation, fields were updated.